Event description:
The customer reported when attempting to expose, the screen blackened becoming necessary to reboot repeatedly. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. The system was found to be operating as intended.